Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address armd, and possibly dislocation.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: primary tha for oa had taken place more than a decade ago. After replacement of the head due to recurrent dislocation, re-revision took place on (B)(6) 2016 on suspicion of armd. The surgeon replaced the head, the liner and the stem. The surgery was completed without any delay. The patient is now under observation. *****revision for recurrent dislocation has been raised under (B)(4)**** the returned products and the third party report were forwarded to bio engineering for review. A worldwide complaint database search found no previous complaints with the same lot / product code combinations as the returned products. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Third party investigation concluded no internal defects were found in the stem or head. Cracks were observed on stem neck and corrosion was found along grain boundaries of stem neck. Images in third party report reviewed with the depuy lab who confirmed material structure was acceptable. At the request of the bio engineering, the material certificates of the stem were reviewed for any none conformance during the heat treatment cycles. No non-conformances were found with the material certificates of the stem. It was unlikely that a manufacturing defect was present. No corrective action is required. Post market surveillance per (B)(4). The complaint shall be closed with a undetermined; no product problem identified root cause. The complaint category shall be monitored through the companies trending and post market surveillance activities. The products shall be retained in secure storage for future reference. Should any further information be provided relating to this case then further investigation may be undertaken.

Event description:
Primary tha for oa had taken place more than a decade ago. After replacement of the head due to recurrent dislocation, re-revision took place on (B)(6) 2016 on suspicion of armd. The surgeon replaced the head, the liner and the stem. The surgery was completed without any delay. The patient is now under observation.